Manufacturer narrative:
Medwatch reference # (B)(4).

Event description:
It was reported that during the lead revision, the programmer stopped working and failed to deliver pacing therapy during lead exchange resulting in asystole. The staff turned the programmer on and off, and the programmer began working again. There were further patient consequences, as the patient was externally paced from an external defibrillator. No additional information was available.